Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the clamp would not fully seat on the spinous process. It was reported that the hex nut on the clamp would not seat fully. There was no impact on patient outcome. No additional information was provided.